Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken tack weld likely caused the coil to detach. (B)(4)

Event description:
Coiling treatment of an aneurysm. It was reported the coil prematurely detached during coil repositioning. Approximately 2 loops of the coil was observed protruding into the parent artery. As a precaution, the patient was placed on heparin and aspirin. No complications were reported with the patient as a result of the event.